Event description:
It was reported that the 'unit' increased by itself and the patient experienced a jolt. It is unclear if the unit refers to the recharger or the neurostimulator. Please see MFR. Report # 6000153-2008-02541. There was no patient injury. The unit was returned to the manufacturer. A new recharger was sent to the patient. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The faceplate and bottom housing of the recharger were replaced. The software was updated. Pin 2 was resoldered as a preventive measure. The complaint was unverified. See scanned pages.